Manufacturer narrative:
Dräger initiated repeated attempts to obtain further information. The only aspect that was disclosed by the user facility is that the device is back in use. It is not clear if a repair by third-party has been carried out; no information is available in regard to parts that may have been replaced. There is no case-specific evaluation possible based on the available information. The device in question is ten years old; service status is unknown. It was reported that the device stopped automatic ventilation during a surgical procedure. It is not known if the ventilation resumed or if the error condition was persisting. A shutdown of automatic ventilation may have different root causes and is not necessarily related to a malfunction of the device or one of its' components. A pressure peak caused by coughing of the patient or by occlusion of the breathing circuits (i.e. During re-positioning of the patient) may cause an emergency shutdown of the ventilator to protect the patient. A technical error condition is however also imaginable such as a problem with the motor or the control electronics, breakdown of internal supply voltages and others. Due to lack of information dräger can't differentiate between the multiple potential reasons. If automatic ventilation is shutdown for whatever reason the device will post a corresponding alarm to alert the user to this condition. Manual ventilation with the built-in breathing bag remains possible and the monitoring functions remain unaffected as well. There have no patient consequences been reported.

Event description:
Please refer to initial MFR. Report #9611500-2019-00105.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided within the follow up report.

Event description:
It was reported of a ventilator motor failure during automatic ventilation mode- no reaction on the device, no ventilation during use on patient. No patient injury reported.